Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The sales representative reported on behalf of the customer, that the as-ifs1, airseal ifs, 110v was being used on (B)(6) 2024 during a robotic hysterectomy procedure when it was reported ¿it will randomly shut off without an error code. It starts back up again, but this is a patient concern.¿. Further assessment found that ¿the pneumo loss was pretty quick as the machine just stopped. Instruments were able to be removed in time to prevent injury to the patient.¿. The procedure was completed. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer, that the as-ifs1, airseal ifs, 110v was being used on 07aug24 during a robotic hysterectomy procedure when it was reported ¿it will randomly shut off without an error code. It starts back up again, but this is a patient concern.¿ further assessment found that ¿the pneumo loss was pretty quick as the machine just stopped. Instruments were able to be removed in time to prevent injury to the patient.¿ the procedure was completed. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Evaluation of the device could not duplicate the reported event. The device was subjected to a series tests. First, we performed 4-hour smoke evacuation (airseal) test to stress the device, but unfortunately, we were unsuccessful in replicating the sudden shutdown of the devices. Then, we performed a functional test, which the device passed successfully. Unit calibrated, safety test and place into burning rack. Check unit per ip after burning, pass all steps. Preventative maintenance was completed on this repair order. Repair / evaluation completed. Final test completed and met all specifications. The service history was reviewed and found similar complaints to this complaint. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. A two-year review of complaint history revealed there has been a total of 60 complaints, regarding 60 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to read the instructions for use carefully and become familiar with the operation and function of the device and the accessories before use during surgical procedures. Non-observance of the instructions listed in this manual can lead to life-threatening injuries of the patient, to severe injuries of the surgical team, nursing staff or service personnel, or to damage or malfunction of device and/or accessories. The functional test must be performed prior to each surgery. Because the functional test is performed during initial start up, the unit must be power cycled (off/on) prior to each surgery. We will continue to monitor for trends through the complaint system to assure patient safety.